Event description:
User facility reported that following a novasure endometrial ablation, the physician did a post hysteroscopy and found that the uterus was "incompletely ablated". He re-inserted the same disposable novasure device and felt a uterine perforation occurred at that time. The perforation was verified via hysteroscopy. Treatment included cauterization and the pt was admitted to the hospital for observation. During f/u in 2009, the physician reported that following the post hysteroscopy on event date, a laparotomy was done and the perforation site was cauterized. The pt was then admitted to the hospital "for observation" and given an antibiotic, mefoxin (cefoxitin sodium). She was discharged home the next day, additionally, he reported the pt was seen on f/u the following month, and is doing well.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device, as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If add'l relevant info is received, a supplemental medwatch will be filed.